Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "patient requests for larger breast, bilateral breast ptosis, bilateral breast asymmetry", "intracapsular rupture", and "mild capsular contracture" baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, extended opening, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended sharp opening and broken shell on radius side in the same location of crease assessed as fold flaw opening, stress marks assessed as non penetrating nicks and wear abrasion. Based on the device analysis the final assessment is: an extended sharp opening and broken shell in the same location of crease assessed as fold flaw opening. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a right-side rupture and capsular contracture baker grade unknown. Device has been explanted.